Event description:
The treating doctor reported that the patient lost tooth 3.5, pain, high mobility and injured the lips. The reported symptoms do not appear to be life threatening to the patient either individually or as a combination of symptoms. No medical intervention was required. The patient didn't stop the use of the product.

Manufacturer narrative:
The current instructions for use contains the following: "contraindications - the invisalign system is contraindicated for use in patients with the following condition: active periodontal disease.", "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The treating doctor shared that the pressure has been a trigger for more looseness, periodontal receding pre-existing, affect invisalign to accelerate and soft tissue irritation was the precision cuts that were too soft and they deviated cause wounds of the inner side of the lip. Align's clinical review of available records indicate the treating doctor further explained that while the invisalign aligners did not directly cause the loss of tooth 3.5, the aligner pressure contributed to increased mobility and periodontal recession. This mechanical stress is believed to have exacerbated the preexisting periodontal condition, ultimately resulting in the extraction. Additionally, the treating doctor noted that precision cuts on the buccal surfaces of the lower canines displaced slightly during treatment, leading to mucosal trauma and cuts on the lower lip. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the required a tooth extraction (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803.